Manufacturer narrative:
The insulin pump alarmed for a button error and had an unresponsive escape and act buttons due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, a button error alarm, and the keypad was not functioning properly. Customer stated that the device had recently been exposed to moisture. Blood glucose level at the time of the incident was 137 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.